Event description:
It was reported by the patient that he underwent a left inguinal hernia repair procedure on (B)(6) 2000 and mesh was implanted. The patient began to experience pain for at least the past year, and it is getting worse. Several CT scans have shown fatty hernias in the area of the mesh. On (B)(6) 2014, the patient underwent a laparoscopic repair of a left recurrent inguinal hernia using a different type of mesh. The previously implanted mesh on the left side was not explanted at this time. A hole was found in that mesh and that is where the patient experienced the recurrent hernia. The patient reports that he now suffers from terrible pain in the area of the mesh and bowel movements seem restricted and abnormal with nausea. The patient is in pain management and is being seen by a surgeon to further evaluate the pain and bowel problems.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).